Manufacturer narrative:
The returned device was evaluated and the device was received with the soft cannula deployed. Inspection of the soft cannula found a tear in the exposed portion which allowed fluid to leak from the fluid path. It could not be determined when or how this damage occurred. The download data contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 400 mg/dl. The patient removed the pod from the infusion site.